Event description:
The hosp reported that during preparation an endoscopic vein harvesting procedure, the delivery tube was impeding the hs iii proximal seal from loading properly the delivery tube was too far down into the loading device and the seal could not be rolled to fit inside the delivery tube. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).